Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a cut in the insulation 35.2 cm from the terminal pin with a corresponding cut in the suture sleeve noted. Analysis determined the damage most likely occurred during the removal of the suture. A resistance test was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations

Event description:
Additional information received indicates that the left ventricular (lv) lead exhibited out-of-range pace impedance measurements when connected to the device and a pacing system analyzer (psa). The lead was attempted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements and high thresholds during the implant procedure of the device and lead. Subsequently, the lead was attempted and replaced. The device remains in service. No adverse patient effects were reported.